Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that "24 guage leaking and saturated" verbatim: can you please provide an exact date of event in format mm-dd-yyyy? Event 1: (B)(6) 2026 24g nexiva diffusics: sample not retained. Event 2: (B)(6) 2026 nexiva 20g dual port. Event 3: (B)(6) 2026 nexiva 18g lot 5310149. Event 4: (B)(6) 2026 nexiva 20g dual port: samples retained. Can you please provide the material and lot number associated with reported issue? Event 1: 24 guage leaking and saturated. Event 2: vent plug fell off during insertion and exposed the clinician to blood. Clinician stared this has happened multiple times during insertion. Event 3: event 4: needle is upside-down and this is how they arrive out of the package. Lot #5310143. Any adverse event or serious injury reported to patient or healthcare professional? If yes, please provide the details. Event 1: no event 2: no event 3: no event 4: no could you please confirm if any samples are available for return so we can investigate further? Event 1: no event 2: no event 3: no event 4: (B)(4) cases pulled from value analysis. Please provide (B)(4) shipping labels for all samples to be returned. (B)(4) eaches. Was there any leak? Event 1: yes, leaking was reported at the hub of the IV but no samples were retained for diagnostics.

Event description:
No additional information.

Manufacturer narrative:
Investigation summary: a complaint history check was not performed as the lot number is unknown for this complaint. A device history record review was not performed as the lot number is unknown for this complaint. Applicable process documents were reviewed and there are proper controls in place to detect product malfunctions. The root cause was not concluded due to unavailability of batch information.